Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 wherein additional lead was implanted at s1 position. Effective therapy was restored postoperatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was tried multiple time to no avail. As a result the patient underwent trial for additional lead at s1 position on (B)(6) 2018 which was successful. The trial lead was pulled out as intended. The patient may undergo for a permanent implant at a later date.